Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller alleged that the infusion device was displaying an e-10 message at 4:22am. The patient replaced the infusion set and cartridge, but continued to get e-10. By 6:00am the patient called her father because she had not received insulin over the past hour, due to the e-10 message. The patient's father drove her to the hospital. Upon arrival at the hospital, the patient's blood glucose level was 53 mmol/l. The patient was admitted into the intensive care unit, however the type of treatment given by the hospital was not provided. At 9:00am the patient's blood glucose had come down to 36 mmol/l. At the time of the report the patient was still hospitalized, the father expects her to be discharged tomorrow morning on (B)(6)2017. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The customer did not correctly resolve the e10 error.